Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and insulin flow block alarm. The customer blood glucose level was over 400 mg/dl. The customer declined troubleshooting for high blood sugar and insulin flow blocked. The customer also reported that the needle was not sticking to the body. The insulin pump will not be returned for analysis.